Manufacturer narrative:
The field service engineer evaluated the ventilator and replaced the bd (breath delivery) central processing unit (cpu) board. The ventilator passed all testing per manufacturer specifications and was returned to the customer. The breath delivery xena ii pcb (printed circuit board) (bd xena ii pcb) was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator generated an abnormal alarm and stopped ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.